Manufacturer narrative:
A restenosis occurred after the use of the angiosculpt device. The patient was brought back to the hospital for revascularization, resulting in prolonged hospitalization. Patient information regarding relevant tests or laboratory data are unknown. This information was not available from the facility. (B)(6). The angiosculpt device was not returned, thus no evaluation performed. Per the IFU, re-stenosis is listed as a possible adverse effect of the procedure.

Event description:
On (B)(6), the distal sfa was treated with an angiosculpt device and placed a stent. On (B)(6), the patient was brought back for revascularization of the distal sfa. Patient was discharged on (B)(6) with good results.